Manufacturer narrative:
The pad-pak was first installed on the 3rd june 2009 and performed to specification up to the 11th october 2015. During this time a fresh pad-pak was installed. The device records multiple manual power ups of 10 minutes duration between the 12th-22nd october 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.